Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), after removing the electrode pads, there were skin tears on the patients skin. Patient sustained skin tears. This is all the information provided at this time.

Manufacturer narrative:
The onestep complete pads were not returned to zoll medical corporation for evaluation. No lot information, clinical logs, or photos from the event could be provided by the customer. Communication with the customer confirmed the use of a chlorhexidine gluconate solution to prep the patient's skin and stated it was dry before the pads were applied. The customer added that it is possible the onestep pads were left on the patient's skin for longer than 24 hours. The IFU for onestep CPR complete pads (aw-r2018-11 rev m) directs the user to "remove any debris, ointments, skin preps, etc. With water (and mild soap if needed)" before electrodes are applied. Additionally, the IFU advises the user to "replace electrodes after 24 hours of skin contact or 8 hours of pacing to maximize patient benefit." Analysis of reports of this type has not identified an increase in trend.